Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, when the dilator was removed heavy bleeding was noted from the hemostatic valve of the introducer sheath. The patient is enrolled in the micra transcatheter pacing study. No patient complications have been reported as a result of this event.